Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer¿s other blood glucose level was 213 mg/dl, 170 mg/dl, 397 mg/dl, 492 mg/dl, 466 mg/dl, 158 mg/dl and going down to 53 mg/dl, 73 mg/dl, 171 mg/dl, 213 mg/dl. The customer declined the troubleshooting. The device will not be returned for the analysis.